Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device came apart. No patient involvement, no delay, no medical intervention and no adverse consequences.